Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this time. A call to patient services placed on 10/1 6/2013 states that there has been a high shock lead impedance. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).